Event description:
Healthcare professional reported left side "grade iii-IV capsular contracture," axillary siliconomas," and "free fluid in the pelvic cavity." Upon explant, device was found ruptured. The event of "free fluid in the pelvic cavity" is not related to the breast implant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and silicone migration.

Event description:
Healthcare professional reported left side "grade iii-IV capsular contracture," axillary siliconomas," and "free fluid in the pelvic cavity." Upon explant, device was found ruptured. The event of "free fluid in the pelvic cavity" is not related to the breast implant.